Event description:
It was reported that the cardioplegia pump reset itself during a procedure. The pump cycled through resets on its own and displayed still running when it was not. The perfusionist had to rotate rpm on the pump to restart it. The customer tried another cardioplegia pump with the same results. (B)(4). Please refer MFR report #: 8010762-2014-00045.